Manufacturer narrative:
Device was returned without t1, t2, or sutures. The depth limiter was trimmed to the surgeon's preference and shows creasing and flaring which indicates resistance. Device was received quite bent. Bending of delivery needle can impede anchor release and function. Functional test was performed on device. Root cause cannot be fully confirmed with confidence, but is likely to be attributed to user error. No further investigation warranted. New information from customer received after initial MDR submission. T1 anchor was left unsupported in patient, and t2 was removed.

Manufacturer narrative:
(B)(4). No evaluation conducted to date, awaiting receipt of device.

Event description:
It was reported that during a meniscal repair procedure, the t2 implant would not implant into the patient. Both t1 and t2 were successfully removed from the patient. A backup device was utilized to complete the procedure. No patient injury or complications were reported.